Event description:
It was reported to boston scientific corporation on february 27, 2023 that a wallflex fully covered biliary stent was implanted in the bile duct to treat an obstruction secondary to a malignant pancreatic tumor during a stent placement procedure performed on (B)(6) 2023. During the procedure, the stent was deployed in the bile duct; however, there was difficulty in removing the delivery system. Subsequently, the inner sheath broke and remained inside the stent. The detached inner sheath was removed with grasper while the delivery system was removed with a foreign body forceps to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a0501 captures the reportable event of inner sheath detached.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a0501 captures the reportable event of inner sheath detached. Block h10: a wallflex biliary delivery system was received for analysis; the stent was not returned. Visual inspection found the inner sheath detached from the delivery system. The inner sheath and the outer clear sheath were kinked. No other problems were noted to the delivery system. Product analysis confirmed the reported event of inner shaft/sheath detachment of device or device component. The reported event of delivery system difficult to remove could not be confirmed as this problem occurred during the procedure and is not possible to replicate in the laboratory of analysis. The investigation concluded that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) when trying to remove the device contributed to the reported event of inner sheath detached and the observed events of inner sheath and outer sheath kinked. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on february 27, 2023 that a wallflex fully covered biliary stent was implanted in the bile duct to treat an obstruction secondary to a malignant pancreatic tumor during a stent placement procedure performed on (B)(6) 2023. During the procedure, the stent was deployed in the bile duct; however, there was difficulty in removing the delivery system. Subsequently, the inner sheath broke and remained inside the stent. The detached inner sheath was removed with grasper while the delivery system was removed with a foreign body forceps to complete the procedure. There were no patient complications reported as a result of this event.